Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: a4, e1 initial reporter name. Event site name and phone number is: (B)(6). Additional point of contact: (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. A nurse called regarding a gas gain alarm that happened three times during use and no patient harm was reported. Emily verified that there was no presence of blood in the helium tubing and that all cables and connections were secured. Troubleshooting steps were reviewed and performed, including a fill and restart. The patient was alert and moving, but movement did not correlate with the alarm. The cause of the alarm was not clinically evident. Emily was advised to call again if the alarm reoccurs, possibly leading to a console replacement. Based on the description, intermittent gas gain alarm likely due to a console-related issue rather than patient movement or balloon malfunction. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during iab (intra aortic balloon) therapy, a gas gain alarm occured on a cardiosave. Pump alarmed three times, and satrt button was pressed to resume therapy. There was no presence of blood in the helium tubing and that all cables and connections were secure and appropriate. No patient harm or injury was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 type of investigation.

Event description:
N/a.